Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent, not reproducible noise on the right atrial lead. Oversensing was also noted. The lead was capped and replaced. On (B)(6) 2019. The patient was stable.